Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 670 mg/dl at the time of the call. The customer stated that they went into diabetic ketoacidosis. The customer was not hospitalized. The customer was in bed for two days unable to call the ambulance. The customer stated that they bloused but was feeling worse. The customer treated the high blood glucose with a shot. The customer stated the cracks were on the reservoir and screen of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, lcd window, battery tube threads, reservoir tube lip and reservoir tube window. The unit passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.